Manufacturer narrative:
Information contained in this record was previously submitted through asr/ psr on 29jul2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to alcl lymphoma diagnosis on the contralateral side. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that, according to histopathology report, the left implant capsule had "foreign body granulomatous and lymphoid reaction." A CT scan identified "shortness of breath." Patient experienced tachycardia, lightheadedness, palpitations, ¿excessive fatigue, dizziness¿ and nausea possibly attributed to a previous condition. Symptoms of ¿feeling emotional,¿ ¿loss of hair,¿ and ¿unwell/tired¿ were reported and possibly due to being ¿perimenopausal.¿ device has been explanted. An alcl diagnosis was confirmed for the contralateral side device.